Manufacturer narrative:
This report was determined to be a duplicate of MFR report # 0001811755-2014-01857 submitted on (B)(4) 2014 and was filed in error.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that at the user facility the device was leaking an unknown substance. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility, the device was leaking an unknown substance. The user facility was not able to provide any further information regarding the reported event.